Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high (400 mg/dl) and low (40 mg/dl) blood glucose (bg) levels. High bg levels were attributed to eating more carbohydrates than necessary. Multiple boluses were delivered (possibly stacking insulin) causing bg to lower to 40 mg/dl. Carbohydrates were consumed to address low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.